Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 236mg/dl and the customer delivered an add'l 9u bolus w/out any issue. As the customer was unable to deliver more insulin, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.